Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with plastic filaments on the needle.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with plastic filaments on the needle.

Manufacturer narrative:
Investigation summary: received one used iag bc 20ga catheter/adapter assembly inside an opened package from the catalog number 382533, lot number 8102501. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Investigation conclusion: catheter tubing had a piece of tape wrapped around it with white fm. The white fm was between the tape and not adhering to the catheter tubing. Although the fm was not observed on the catheter tubing; it was identified as non-foreign (porous plug shavings). Root cause description: the foreign matter (porous plug shavings) can be loosely attached to the catheter tubing due to the silicone lube during the manufacturing process. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.